Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. The gettinge field service engineer (fse) that encountered the issue replaced the upper panel assembly and labels, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a gettinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a defective fiber optic door. There was no patient involvement.